Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one week following bilateral lasik surgery, the patient presented with epithelial ingrowth in both eyes. The corneal flap was lifted and rinsed to treat the event. In a follow up, the center director reported that the event resolved with the treatment, two weeks later, and the patient was doing well. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.